Event description:
The pt rec'd his scs system, including two percutaneous leads (of the same lot), on (B)(6) 2009. It was reported the leads were explanted and replaced due to intermittent stimulation. The explanted leads were returned to the MFR for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Visual and functional testing were performed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Discoloration was noted on both leads. Lead b had broken wires 21cm away from the stimulation end and signs of electrocautery instrumentation damage. Lead a passed all continuity and stress testing. Lead b failed all continuity and stress testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.